Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a definitive cause for the reported mitral stenosis could not be determined. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use (IFU), is known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the mean gradient pressure increased to 6mm hg with clip deployment. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with grade 4, prolapse and flail on posterior leaflet. One clip (cds0602-xtr, 00116u144) was implanted, reducing mr to 1-2 with a mean pressure gradient of 4 mmhg. After four months, the patient had recurrent mr. On (B)(6) 2020, a second procedure was performed to treat the recurrent mr. One clip (cds0602-xtr, 00325u134) was implanted, reducing mr from 4 to 2 with a 6 mmhg mean pressure gradient. No additional information was provided.